Event description:
Rptr under influence of prescription morphine and was unable to communicate or recall adequately at this time. Rptr called in response to replacement program letter, saying she remembered having some trouble with meter readings but could not specifically remember the er1 message.